Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: (B)(4).

Event description:
It was reported by the affiliate that during an unknown procedure the surgeon used the vapr tripolar 90 suction elect by hand controls, after it was in normal used halfway through the perspiration mode. The unit kept working non-stop. The surgeon had to unplugged and plugged the unit again to continue the perspiration. As per the information provided the unit is bran new and it was the first time been used. No patient consequence and surgical delayed was reported. No additional information provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: investigation summary: the device was received and evaluated. It was observed that the active tip of the device appeared activated and saline residue was present in the suction tubing indicating that the device had been previously used. There are some scratches in the ceramic. No other anomalies on the handle, cord or connector. The device was connected to a test generator to test the functionality of the device. One coag button doesn't work. Coag functions with foot switch. The device was forwarded to the manufacturer for further investigation into the observed failures. The manufacturer indicated that the device passed all electrical tests. While performing the functional tests it was observed that coag-button number 2 has no activation which is identified as faulty. The reported condition cannot be confirmed. However, a fault with two of the handswitching buttons was identified during the functional testing. One ablate and one coag button would not function when pressed, the remaining buttons and footswitch operated as expected. Removal of the rubber boot and manipulation of the buttons lead to the ablate intermittently working and the coag button consistently working. There was no visual defects that could be associated with the issues. Relevant actions have been taken to investigate this issue further in an effort to determine root cause and identify any potential corrective actions. A manufacturing record evaluation was performed for the finished device u1903017 number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.